Event description:
Reporter indicated a vns (B) (4) handheld computer was freezing during interrogation. Performing soft resets and reinserting the flashcard resolved the freezing, but the screen freezing continues ro recurr. The handheld computer and flashcard have been returned and are currently in product analysis.